Event description:
The patient had a fall from a ladder and underwent an open reduction internal fixation (orif) for left intertrochanteric hip fracture, repaired on (B)(6) 2012. Patient had a reaction/rash after a few days. The anesthetist noted the possibility of bed bug infestation due to the triad of lesions noted on the patient's arm. He received benadryl within the first four days of the procedure. On (B)(6) 2013, the hardware was partially removed due to patient pain at the skin surface. This is report 7 of 8 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.